Manufacturer narrative:
Waiting for evaluation results. Customer noted single-use phaco tips are reused.

Event description:
Reporter noted a cloud of metal particles entered eye during u/s pulse mode. Removed as much grit as possible, but found grit in incision one day post-op. Doesn't know if damage will occur, but eye was calm, cornea was clear.